Event description:
No additional information received from customer.

Manufacturer narrative:
Additional information: h4 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the discovered damage is component failure leading to blockage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during an upper gi endoscopy procedure, the subject device failed upon initial use. The procedure was completed with the same device. There were no report of patient harm.